Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 27, 2017: litigation received. Litigation alleges erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp, dislocation, metallosis, and fluid buildup. No part and lot information provided. This complaint was updated on: jul 06, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously reported, pfs alleges physical injury, discomfort, swelling in left leg at the ankle which moved up into the leg/knee, hip dislocation and hematoma. After review of medical records for MDR reportability, patient was revised due to failed left hip replacement with metal-on-metal sensitivity. Operative notes reported of granulomatous material, anterior aspect of the glurteus medium was noted to be atrophic and ruptured and inner lining of the joint was found to be quite thickened.

Manufacturer narrative:
This report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.